Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.

Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013, 5 days after insertion, patient removed sensor due to sensor error. Upon removal of sensor, patient was concerned that the sensor wire may have broken under his skin. There was no indication of any portion of the wire at insertion site. Patient experienced no discomfort and required no medical intervention.at the time of his call to technical support, patient reported being in fine condition.